Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured before reaching nominal pressure. The procedure was successfully completed with a different device without issue or patient injury.